Event description:
IV pump was programmed to infuse 545 ml. Over 3 hours (181 ml./hr). After 3 hours, the pump showed 0 ml. There was still 100 ml. Left in the bag to infuse. Biomedical engineering checked and found no pump malfunction. The manufacturer checked the pump and could not confirm or reproduce the reported problem.====================== health professional's impression======================the health professional does not know what may have caused the event.====================== manufacturer response for IV infusion pump, single pump flo-gard 6201======================the manufacturer could not confirm nor reproduce the reported failure.